Manufacturer narrative:
H3, h6: a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. Codes b01, c10, d18 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a case, the passive planar probe was displaying in trajectory 1 and 2 but when switching from trajectory 1 to synthetic a/p and back to trajectory 1, the passive planar no longer displayed but crosshairs were still showing (instrument still displaying in trajectory 2 without complaint). The case continued with navigation. It was reported that the manufacturing representative (rep) verified trajectory 1 was not zoomed out. It was unknown if rep clicked on recenter. There was no impact on patient outcome. There was no surgical delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID a medtronic representative went to the site to test the equipment. No hardware was placed and the system proceeded to perform as intended. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.